Event description:
An angio-seal device was deployed post tissue plasminogen activator (tpa). Sometime later the leg became swollen, and exploratory surgery revealed collagen in the vessel, causing an acute occlusion. The device was removed and flow was re-established. No pt consequences.